Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, occlusion was caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy